Event description:
Same case as MFR. #: 2134265-2011-02904. It was reported that during a rotational atherectomy treatment procedure, a dissection occurred. The target lesion was located in a non-tortuous and mildly calcified proximal left anterior descending (lad) artery. The physician advanced the 330cm rotawire guide wire to the lesion and then advanced the 1.25mm rotalink burr. During platforming, a "burning smell" was noted. The burr was removed from the guide wire and disconnected from the advancer. The handshake connection had come undone and the handshake connector of the burr had moved up into the catheter unit. A 1.50mm rotalink burr was connected and advanced to the lesion. A platform test was successfully performed and multiple attempts were made to advance the burr into the left coronary artery however, was unsuccessful. The physician aborted the rotablator procedure. The physician implanted a non-bsc stent. A dissection was noted in the left main and continued into the circumflex (cx) artery however, it is unknown if the dissection occurred during atherectomy treatment or stenting. The dissection was treated with a stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned in the original pouch. Visual inspection identified rotational marks along the body of the guide wire. The outer diameter measurements were measured and are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR. #: 2134265-2011-02904. It was reported that during a rotational atherectomy treatment procedure, a dissection occurred. The target lesion was located in a non-tortuous and mildly calcified proximal left anterior descending (lad) artery. The physician advanced the 330cm rotawire guide wire to the lesion and then advanced the 1.25mm rotalink burr. During platforming, a "burning smell" was noted. The burr was removed from the guide wire and disconnected from the advancer. The handshake connection had come undone and the handshake connector of the burr had moved up into the catheter unit. A 1.50mm rotalink burr was connected and advanced to the lesion. A platform test was successfully performed and multiple attempts were made to advance the burr into the left coronary artery however, was unsuccessful. The physician aborted the rotablator procedure. The physician implanted a non-bsc stent. A dissection was noted in the left main and continued into the circumflex (cx) artery however, it is unknown if the dissection occurred during atherectomy treatment or stenting. The dissection was treated with a stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).